Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported the device result was not matching the patient's symptoms. The patient was having symptoms of nauseous, headaches, lightheaded, and disorientated with the device result of "13.0 mmol/l or 14.0 mmol/l." The patient administered 14 units of lantus insulin and went to bed. The next day the daughter found the patient unconscious at approximately 4:00pm. The daughter treated the patient with a glucose solution and water with hydrolites. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.